Event description:
It was reported that an er220 was used during a cholecystectomy procedure. It was reported by the affiliate that at reloading, the clips fell down into the operating field or were fired away. There were no consequence to the pt.